Event description:
It was reported that the patient was seen in clinic with this implantable cardioverter defibrillators (ICD) device and the right ventricular lead exhibited high impedance measurements greater than 3000 ohms and noisy signals. Threshold values were normal. Boston scientific representative stated that there was a signal artifact monitor (sam) episode due to rv impedance. The sam episode disabled respiratory rate (rr) trend sensor. This ICD remains in service. No adverse patient effects were reported. Additional information received indicated that the plan is to continue monitor.

Event description:
It was reported that the patient was seen in clinic with this implantable cardioverter defibrillators (ICD) device and the right ventricular lead exhibited high impedance measurements greater than 3000 ohms and noisy signals. Threshold values were normal. Boston scientific representative stated that there was a signal artifact monitor (sam) episode due to rv impedance. The sam episode disabled respiratory rate (rr) trend sensor. This ICD remains in service. No adverse patient effects were reported.